Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was more than half the needle retained in the patient? Is the needle piece retained in the patient? How was the broken needle retrieved from the patient? Was there any additional tissue damage as a result of searching for the needle piece? Patient¿s current status? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2020 and suture was used. During the procedure, the needle broke. X-ray was performed to find and remove the suture needle. The operation delay was about 2 to 3 hours. Changed another one to complete surgery. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 02/10/2021. The following information was requested, but unavailable: was there any change in the patient¿s post-operative care due to the prolonged procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 01/15/2021 additional h6 component code: g07002 ¿ conforming device additional information: d9, h6 a manufacturing record evaluation was performed for the finished device lot number am9157, and no non conformances / manufacturing irregularities were identified. Additional h-3 summary: sixteen unopened samples of product code w9918, lot # am9157 were received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed on body, tip or swage area. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The device performed without any defect noted and the complaint sample was not received for evaluation. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Additional information was requested, and the following was obtained: * was more than half the needle retained in the patient? --no * is the needle piece retained in the patient? --no * how was the broken needle retrieved from the patient?--please refer to event description. The following information was requested, but unavailable: * were there any unexpected outcomes or complications as a result of the prolonged surgery time? * was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain * was there any additional tissue damage as a result of searching for the needle piece? * patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.